Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. E-mails requesting missing device data information were sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend identified. Event summary: it is reported that a patient was implanted with a revitan stem on (B)(6) 2008 on the left hip side and was revised on (B)(6) 2017 due to implant fracture. Review of received data: ap view x-ray dated (B)(6) 2017: left tha with the broken stem at the modular connection with 4 screws. The trochanter major fragment with distally adjoining metaphyseal is dislocated laterally. The trochanter tip projects at the level of the lateral prosthesis shoulder, the distal bone tip of the fragment at the level of the two intact transverse cerclage. A broken cerclage portion from a longitudinally extending cerclage, is distinguished at the trochanter's tip in the form of a crescent. The other longitudinal cerclage is intact. Two intact transverse cerclages at the level of the conical proximal region of the distal shaft component. No indication of loosening of the distal shaft component, which appears to osseointegrated well. Proximal portion of stem radiologically with inadequate bone support. Implantation surgery dated (B)(6) 2008: status after removal of an infected hip-joint endoprosthesis. Removal of extended osteophytic attachments distally to the greater trochanter to ventral. After the osteotomy of the trochanter major long-termed ablation of the osteophytes medially of the femur and removal of all remaining cerclage wires. Revitan distal 18/140 and proximal 55 were implanted by laying a circular cerclage around the femur, fixation of the trochanter mass with two longitudinally extending cerclage and a circular cerclage around the prosthesis neck. Acetabular cup size 52 fixed with 4 screws and cemented 50/28 pe inlay were placed with 20° anteversion and 40° inclination angle. No product was returned to zimmer biomet for in-depth analysis. It was asked the complainant to return the device. Review of product documentation all proximal revitan components are compatible with all distal ones. Root cause analysis root cause determination using dfmea: - fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. - fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation, therefore cannot be excluded. - failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => possible: as no lot numbers were provided for the devices, the device history records could not be reviewed, therefore cannot be excluded. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. - fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. - fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: no information about the patient activity is known, therefore cannot be excluded. - fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review. - failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. - fracture of implant due to damage of stem during implantation => possible: the products were not returned for investigation, therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded - loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient weight is 105kg, which might have contributed to the wear. - loosening or fracture of implant due to insufficient bony support of implant => possible: proximal bone support looks like weaker than the distal one. Conclusion summary the product was not returned for the investigation. Lot numbers of the femoral stem parts are unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Surgical report from 2008 does not show any relevant peculiarities. Apparently the support for trochanter major by the cerclage fixation was found strong intraoperatively. Up to x-ray examination on (B)(6) 2017 there are no documents received for the investigation. What ultimately led to the final radiological observation on (B)(6) 2017 can not be reliably assessed in the absence of previous medical data. However, possible causes for the breakage of the connection pin include the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported breakage cannot be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4). The actual device reported in is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a, size 7) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that a patient was implanted with a revitan distal part, straight, uncemented,18/140 on (B)(6) 2008 hip stem on the left hip side and was revised on (B)(6) 2017 due to implant fracture.